Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative.

Event description:
The customer reported that the device reads lower than it should compared to another machine, and "sometimes it won't pick up at all." No consequences or impact to patient were reported.

Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that component c200 was broken off of the system board and was rattling around inside the case. Component c200 is part of the battery charging circuitry and does not impact measurements. No product performance issue related to spo2 and pulse rate was found, based on the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: